Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level of (300 mg/dl). The customer changed supplies to stabilize bg level. The customer is uncertain as to what caused the high bg. As the customer changed supplies and did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.